Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were removed, there was a scratched screen, but the device was in good condition. During functional check, the reported complaint was duplicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replace back-up capacitor. Testing according to procedure was unable to be performed due to the constant 1720 alarm. Root cause was found to be the back-up capacitor. Back-up capacitor was replaced.

Event description:
Information was received regarding cadd legacy 1 pump. It was reported that there was a lec 1720 during testing. There was no patient, or clinician injury associated with this event.